Event description:
As reported lead exhibited loss of capture and very high threholds. The device was explanted and replaced with a transvenous system. This is the same event as MDR 2183787-2016-00108.